Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported a keypad anomaly. The blood glucose reading was 453 mg/dl. The patient stated that the up arrow on the insulin is not working. Prior to the event, the customer was delivering a bolus. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.